Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no more hearing sensation since two weeks. No trauma has been reported.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Further steps are planned, but no date has been scheduled yet.

Event description:
It was reported in late (B)(6) 2019 that in the previous 2 weeks the user no longer had hearing perception with the device. The father has reported that the child stopped hearing after he banged his head on his sibling_s head on the implant side whilst playing.